Event description:
It was reported that the bd ultra-fine¿ insulin syringe had leakage. The following was translated from french and english: when she takes the insulin syringe out of the bag, new and unused, she pushes the plunger as far as possible on the plunger, before taking the insulin from the vial. At this point, a fine droplet of liquid appears at the end of the needle. So she discards this syringe, and uses another one that has no droplet for her injection. She has been noticing this for about 6 months, on the syringes dispensed in the pharmacy.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated failure as medical-grade silicone. Unable to confirm composition since no physical sample is available to perform ftir analysis, no further action can be taken for this complaint. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1263401. D4. Medical device expiration date: 31oct2026. H4. Device manufacture date: 20sep2021. D4. Medical device lot #: 2255756. D4. Medical device expiration date: 30sep2027. H4. Device manufacture date: 12sep2021. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had leakage. The following was translated from french and english: when she takes the insulin syringe out of the bag, new and unused, she pushes the plunger as far as possible on the plunger, before taking the insulin from the vial. At this point, a fine droplet of liquid appears at the end of the needle. So she discards this syringe, and uses another one that has no droplet for her injection. She has been noticing this for about 6 months, on the syringes dispensed in the pharmacy.